Manufacturer narrative:
The actual device is yet to be available for evaluation and investigation. However, the DHR was reviewed and no discrepancies were noted. Once investigation is completed, additional information will be provided as a follow up.

Event description:
It was reported that the driver did not engage into the implant properly leading to loose fit. This caused the implant to drop into the patient's mouth. There was no serious injury reported to the patient. This complaint involved the implant dislodging from the implant driver prior to the placement of the implant into the osteotomy. Another implant was used successfully and the patient was not harmed. If a similar problem were to occur, it could possibly cause harm to the patient because the dislodgement could result in swallowing or aspiration of the part. Hence, the complaint is deemed as reportable.